Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system encountered a non-recoverable error 281. The customer attempted to power cycle the system, but the issue returned. The technical support engineer (tse) asked the customer to perform a hard power cycle on the system and remove the digital video interface (dvi) cable from the back of the surgeon side console (ssc), but the issue persisted. The customer stated that they had only one ssc. The tse reviewed system logs and found the error 281 error, pointing to the personality module surgeon console (pmsc) of the ssc. The procedure was converted to laparoscopy with no report of patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced and programmed the personality module surgeon console (pmsc). The system was tested and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 281 pointing to the pmsc of console 1 related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to a non-recoverable fault on the da vinci system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h3. Evaluation information can be found in the following fields: h6, and h10. D02 - intuitive surgical, inc. (Isi) received the personality module surgeon console (pmsc) involved with this complaint and completed the evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. In-house fa installed the pmsc board into the printed circuit assembly (pca) xi system, and it failed to power up with error 281 and 307, which means ¿not recognizing¿.

Event description:
Refer to h10/h11 for follow-up information.